Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while technical services was reviewing the patient¿s treatment records following a report of from the patient of not draining. A review of the patient¿s treatment records identified that the patient was overfilled during first cycle and drained 5045ml of 2800 ml during drain 1. This drain volume is 180% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the nurse said initial drain only drained about 150mls, then moved on to the first fill without any alarms. Pt was awake for this. He felt very full, but managed to get through the dwell. The rest of the treatment went well. The cycler is available to return for analysis.